Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 2 .339mc/day via an implantable pump. The indication for use was spinal pain indications. It was reported that a catheter revision was completed earlier this month and the patient passed away that evening at home after being sent home from the medical facility. Per the reporter, they had dropped the dose the patient was getting from the pump that day because of the revision but previously the dose "had been stable for a while" as far as the reporter knew. The reporter further stated that an autopsy is planned (location unknown) as well as a tox screen. Additional information received on 02-nov-2022 reported the patient had a catheter revision as there was a discrepancy in the volume at a refill. The pump segment was trimmed and replaced. It was unknown if the patient¿s passing was caused, contributed to, or exacerbated by the device, therapy, or nuance unique to a device procedure. The dose prior to the revision was 4.678 mg/day and following the revision was 2.339 mg/day. There were no complications associated with the catheter revision surgery; there were no complications or difficulties associated with the programming of the device following the catheter revision; and there were no reasons to suggest that the devices was not delivering the intended therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.